Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for chloride (cl), potassium (k), and sodium (na) on a cobas 6000 c (501) module. The initial cl result was 51.7 mmol/l. The repeat was 100.6 mmol/l. The initial k result was 9.23 mmol/l. The repeat was 5.21 mmol/l. The initial na result was 241 mmol/l. The repeat was 137 mmol/l. The customer noted fibrin in the sample tube after the initial run. The customer re-centrifuged the sample and repeated it. The repeat results were believed to be correct based on the patient¿s history. The questionable results were not reported outside of the laboratory. No electrode lot numbers with expiration dates were provided.

Manufacturer narrative:
Calibration and qc were acceptable. Precision test results were acceptable. The customer did not provide any additional information. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.